Manufacturer narrative:
The wearables questionnaire was reviewed for potential causes of the reported issue. The patient having an incorrectly sized wearable and the patient having any contraindicating conditions have been ruled out. However, the wearable was placed directly on the skin which is non-compliant to the IFU. Per curonix pns wearable quick reference card, 06-02923, "product is to be worn over a thin layer of clothing at all times. Do not place directly on skin." The stimulator is used to treat pain. Although the cause of the rash is unknown, non-compliance to the IFU was identified as the patient wore the wearable directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported consistently getting a rash while wearing the wearable. The patient reported using an allergy ointment and has not been using he device. As of (B)(6) 2026, the rash has been resolved and no further issues have been reported.